Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "the outer shell of the implant container is ripping when they open it" and "where the inner sterile packaging on the implant is nearly impossible to remove from the outside tray". Continued e1 - title: (B)(6). Continued h10 - related report numbers: 9617229-2025-06388, 9617229-2025-06467, 9617229-2025-06375, 9617229-2025-06412, 9617229-2025-06529, 9617229-2025-06535.

Event description:
Healthcare professional reported "one of the nurses came to us and said that the outer shell of the implant container is ripping when they open it. They said this was the 2nd time this has happened." Company rep. Further reported "this is probably actually the 4th or 5th time it has happened. I wasn't there for this instance, but I have been there a handful of times where the inner sterile packaging on the implant is nearly impossible to remove from the outside tray." The device involved was reported as an inspira smooth cohesive silicone gel filled breast implant (scf-745). This record is for unknown side.

Manufacturer narrative:
Corrected data: h6, h10.

Event description:
Healthcare professional reported "one of the nurses came to us and said that the outer shell of the implant container is ripping when they open it. They said this was the 2nd time this has happened." Company rep. Further reported "this is probably actually the 4th or 5th time it has happened. I wasn't there for this instance, but I have been there a handful of times where the inner sterile packaging on the implant is nearly impossible to remove from the outside tray." The device involved was reported as an inspira smooth cohesive silicone gel filled breast implant (scf-745). This record is for unknown side.